Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat upholstery is sagging and both back canes are broken where they attach to the chair.